Event description:
Device did not function as expected. It was reported: "it was noticed after impaction of the item that it was not seated all the way down and looked unusually proud. After successfully reducing the joint, it confirmed that it was too long. Dislocated joint and noticed that it was crooked. Checked the head trials and stem trunnion for discrepancies. Doctor confirmed it was the head because we trimmed numerous times. He then used a 10 36mm head which went on fine and closed the patient.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B)(4). There are 2 events associated with this event type (device did not function as expected and product code jdi).